Event description:
The company received info that suggested that the patient was found disconnected from the ventilator and the ventilator was reportedly alarming for the disconnect. The customer stated that there is no allegation that the ventilator failed to alarm nor failed in any other way. The customer stated that the ventilator was interfaced with the hospital's external alarm system (not a nellcor puritan bennett product) and per the hospital's root cause analysis, it was the hospital's external alarm system that allegedly did not provide an audible alarm. A nellcor puritan bennett customer service engineer evaluated the ventilator device and found that the ventilator was functioning as designed.